Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatine kinase assay and 1 patient sample tested with g-glutamyltransferase ver.2 - standardized against ifcc / szas assay on a cobas 8000 cobas c 502 module. Patient 1: creatine kinase: initial result: 137 u/l. Repeat result: 373 u/l. Patient 2: g-glutamyltransferase: initial result: 5 u/l. Repeat result: 108 u/l. The customer found questionable results for a different test and repeated the samples on a different analyzer. The repeat results were deemed to be correct.

Manufacturer narrative:
The creatine kinase reagent lot number was 87334001 with an expiration date of 31-jan-2026. The g-glutamyltransferase reagent lot number was 85361201 with an expiration date of 31-oct-2025. The calibration for g-glutamyltransferase was last performed on 07-jun-2025, and the calibration for creatine kinase was last performed on 27-aug-2025, and both were acceptable. The customer verbally provided that the qc was acceptable before the event, but it went out of range for both creatine kinase and g-glutamyltransferase after the event. The alarm trace showed abnormal aspiration (sample probe), sample clot detection, sample foam detection, and sample short alarms. These are indicators of possible poor sample quality. The field service engineer (fse) determined that the vacuum system (solenoid valves with the base and solenoid valve connected to the vacuum bottles) had caused the event. He rebuilt the vacuum diaphragms, cleaned flappers, replaced the solenoid valves with the base, adjusted the sample and reagent probes, and checked and adjusted the rinse volumes. The fse then performed checks and precision studies, and they were within specifications. The customer performed calibration and qc with successful results. The fse verified that the instrument was performing within specifications. The service actions performed by the fse resolved the issue. No further issues were reported after the service visit.